Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.